Event description:
During a review of programming history on (B)(6) 2012, it was noted that this vns patient's device was interrogated on (B)(6) 2008 at settings indicative of a faulted system diagnostic test. The patient's settings were corrected on (B)(6) 2008. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.